Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A fluid leak alarm occurred from the dialysate delivery system, followed by a balance chamber pressure alarm during a routine hemodialysis treatment. Treatment was ended without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the pt's blood as directed in the user's guide. Facility staff attributed the alarms to a fluid leak from the cartridge. The disposable cartridge was not available for evaluation. The reported leak cannot be confirmed. The user's guide includes adequate warnings for the operator to periodically check the system for leaks as the cycler may not sense slow leaks and to terminate the treatment if a leak cannot be resolved. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.